Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the endoscope system controller to resolve the issue. The issue continued to occur. The fse went on site and replaced the cio, vspd, vision side cart (vsc) core, and another endoscope system controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, non-recoverable errors had returned over the weekend, prompting the site to abort to another device. A customer service representative had been onsite and performed several restarts, however no change was observed as a result of those attempts. There was no report of patient involvement or reported injury.